Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an arthroscopic shoulder stabilization, the tip of the microraptor knotless inserter broke off. The broken tip was retrieved from the patient. It is unknown if there was an available back up device. A delay greater than 30 minutes was reported. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. It was reported the tip of the inserter broke off inside of the patient during the procedure. The surgeon was able to retrieve the tip of the inserter from inside of the patient. Since no other complications were reported, no further clinical/medical assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.